Event description:
Healthcare professional reports lower than expected results with protime microcoagulation system. Inr on protime was 1.4. Repeat inr on another point of care device was 2.0. Pt's therapeutic range was not provided. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4) (cuvette lot #j0pwc135). Method: instrument has been requested. No product returned. Device record history for cuvette lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: cuvette record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.